Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device was in back-up mode with dashes (---) seen for programmed parameters. Multiple attempts to perform a microprocessor reset were unsuccessful.